Event description:
The customer reported the distal smartsite valve broke while on a pt. There was no pt harm and no medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.